Manufacturer narrative:
During an on-site visit, the field service engineer completed final checks and test cuts. All was found to be within specs. A root cause could not be determined. (B)(4).

Event description:
An ophthalmologist reported epithelial erosions on the right flap (superior flap) at one day post op, however, they cleared up 3 days later. Upon f/u, reported issue was stated to have been resolved, and a contact lens was used postoperatively.